Event description:
The device was used for routine ECG monitoring on a pt during an ep lab procedure. The pt was monitored using a 4-lead pt cable and ECG monitoring electrodes. Near the end of the procedure, the monitor allegedly displayed the pt's ECG as a flat trace. The pt was subsequently monitored successfully with the same device using disposable defibrillation/ECG electrodes. There were no adverse affects to pt care reported as a result of the alleged malfunction.